Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory noted that the device recorded a temperature of 0 degrees celcius the day before attempted implant. The device was tested at room temperature and charge times were observed to be within specifications. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during implant preparation, a manual capacitor reformation was performed on this implantable cardioverter defibrillator (ICD) and revealed a 17 second charge time. A second manual capacitor reformation showed a charge time of 21.5 seconds and a third showed a charge time of 25.4 seconds and triggered explant. It was noted that the device had been stored outside in a car the night prior, however the field representative indicated that the temperatures in the area were above freezing. The device was not attempted to be implanted. There was no patient involvement.